Event description:
Dealer initially reports chrome falling off. On (B)(6) 2014 dealer reports the syringe did not peel off chrome in pts mouth in these cases. The chrome peeling is occurring in the thumb hole area due rubbing when thumb is going in and out of the hole. This occurs at preparation of injection". No specific event info available.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.